Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and drug) in an implantable pump for an unknown indication for use. It was reported an empty pump occurred. The manufacturer representative did not have access to the patient or clinician programmer. The audible pump alarm could be heard, but a clinician programmer was not available. The manufacturer representative was contacted by the physician's office who performs the refill. The plan was to refill the pump on (B)(6) 2018. It was reviewed that if a drug concentration change was to be made a bridge bolus would need to be performed. The cause of the empty pump was indicated to be scheduling oversight. There were no reported symptom change or withdrawal. Refilling the pump resolved the issue. No further actions/interventions were required. No complications were reported/anticipated.